Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a stapled hemorrhoidectomy procedure the surgeon used the device as per training. The surgeon threw a first string suture. Closed the device then fired. The surgeon then opened device and the staple line was not formed. Staples did form, but shape unknown. The blade had transacted tissue in a small arc but not complete. A competitors product was used to complete the procedure. The procedure completed without any other impact to the patient. Patient is satisfactory.